Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and another manufacturer¿s right ventricular (rv) lead experienced a syncopal episode and convulsions. The patient was taken to the hospital by an emergency response team. Cardiopulmonary resuscitation (CPR) was performed and the patient was intubated and placed on external pacing support on the way to the hospital. During a device check in the hospital, increased rv threshold measurements and loss of capture (loc) was observed that resulted in long pauses/asystole. Capture was obtained when outputs were increased and the patient was transferred to another hospital for an rv lead revision. The rv lead was surgically abandoned and replaced with another manufacturer¿s rv lead. No additional adverse patient effects were reported. The pacemaker remains implanted and in service.